Event description:
It was reported that a fluctuation in the impedances was observed and that the patient is complaining about facial nerve pain. There is no improvement in performance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.